Manufacturer narrative:
Medtronic has received over 46 complaints from a single customer for the reported condition of: hub split / broke. Those complaints span 2 different item numbers and multiple lot numbers. An example of the alleged defect can be seen in the submitted photograph. This sample is a representative of example of all complaint samples received from this customer for hub split / broke. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted of the materials and the manufacturing process (previous investigation, fishbone, maps, etc.) And root cause could not be determined. Complaint investigations completed at the date of this memo have not identified a systemic issue with the product or processes used to manufacture the devices. Multiple tests wer e conducted using the affected product with both a medtronic syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than the medtronic syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torquing of the polypropylene needle to a coc syringe (not manufactured by medtronic). This issue has been escalated to the corporate corrective / preventative action (CAPA) review board team for review and further decision. Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. Therefore, no further actions will be taken to investigate future customer complaints received from this customer, for this specific failure mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/21/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states unit has a broken hub.